Event description:
It was reported that a patient experienced mild to moderate skin irritation while using the device.

Manufacturer narrative:
Based on the information provided a revision surgery was performed involving a smith and nephew product, it is concluded that in accordance with the regulations set forth under 21 cfr 803, it is concluded that this is a reportable event.